Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was planned to be implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure when the device was taken from its packaging, the shaft of the delivery system was observed to be kinked and a guide wire (0.035) was unable to be advanced through the delivery system. The device was replaced with an additional medtronic stent graft and the procedure successfully completed. The cause of the event is unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device returned loose in the product pouch and shelf carton. There was minor damage observed to the shelf carton. A kink was observed on the graft cover/strain relief immediately distal to the front grip. A pronounced curve was observed on the taper tip. A gap of 8.0mm was visible between the taper tip and the graft cover. The back-end wheel was in the forward position. A 0.035-inch guidewire was loaded via the taper tip and advanced along the lumen. Resistance was noted at the kink site. The guidewire was loaded vis the luer, again resistance was noted at the kink site. The presence of a kink and resistance passing the guidewire were confirmed through analysis. Additional information received: it was confirmed that there was damage noted to the outer packaging of the device. The physician noticed the kink in the device before the device was attempted to be used. If information is provided in the future, a supplemental report will be issued.